Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified signs of use with some discoloration on the stem and the base of the baseplate-taper adaptor. There is also some scratching on the stem of the baseplate-taper adaptor. No measurements were taken as the device was returned still assembled to the glenosphere and there is damage to the stem of the baseplate-taper adaptor. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. Returned product does not confirm disassociation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 (lot #). D6b: device is a baseplate/taper combo - only the taper component was explanted. D9: device is a baseplate/taper combo - only the taper component returned. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient was revised approximately 2 months post implantation due to baseplate/taper disassociation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.